Event description:
It was reported that there is a piece of an attachment left on the drill. This was noticed during cleaning. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that there is a piece of an attachment left on the drill. This was noticed during cleaning. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned by the user facility.